Event description:
Possible defect noted in cartridge of lens after lens was inserted. Scratch noted on the outside aspect of lens. No foreign material noted in eye after extensive examination under microscope. No patient harm identified.